Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant tsvt4b10 at tooth site 14 perforated the sinus. Symptoms as a result of the event: bone loss. No additional surgery was necessary.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implants with full mtx surface texturing and microgrooves was not returned for investigation. Upon receipt of the products, cmp and pce will be reopened and updated accordingly. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. The devices could not be functionally tested for the reported failure (perforated sinus) and since it was not returned. Pre-existing condition noted on the per was poor bone density ¿ type IV. The reported devices had been placed on tooth # 14 & 15 (fdi) for approximately 1 year. X-ray or picture images were not provided. Therefore, the reported perforated sinus could not be verified. Device history record review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. The product was conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot and no similar event or complaint was found. Therefore, based on the available information, device malfunction and the reported event could not be verified since the device was not returned and no pictorial evidence was available during investigation.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Two tapered screw-vent implants with full mtx surface texturing and microgrooves (tsvtb8 & tsvt4b10) were returned for investigation. Visual evaluation of the as returned products identified signs of wear and bone residue due to usage. The devices had no apparent malfunction. The devices could not be functionally tested for the reported failure (perforated sinus). However, measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the devices were determined to be within design specifications. Pre-existing condition noted on the per was poor bone density ¿ type IV. The reported devices had been placed on tooth # 14 & 15 (fdi) for approximately 1 ½ year. Device history record (DHR) review for the lots (63791287 & 63900667) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lots (63791287 & 63900667) and no similar event or complaint was found. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified since there were no x-ray/pictorial evidence and patient anatomical conditions were unknown/non-verifiable.

Event description:
No further event information is available at the time of this report.